Event description:
It was reported that the endotracheal tube cuff inflated slowly and did not fully inflate. There was a leak, but it was not identified as a cuff leak. This endotracheal tube was removed and the patient reintubated with another endotracheal tube of the same type. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was also reported that the customer was trying to inflate the cuff on this endotracheal tube (ett) with saline which is not in accordance with manufacturers recommendations.